Manufacturer narrative:
(B)(4). The previously reported conclusion code 67 no longer applies to this event.

Manufacturer narrative:
(B)(4).

Event description:
It was later reported that the patient had been in a ¿bike accident" in 2010 and broke his foot. He further reported he then hit a pothole in 2011 and his catheter was dislodged from his spine. The patient was in a lot of pain and the testing proved the ¿needle¿ was out of his spine. This was verified by the physician and the catheter was corrected.

Event description:
It was reported that the catheter had dislodged and the patient had withdrawal symptoms. The patient stated that a revision was scheduled on (B)(6) 2011 but no further information was available. Additional information has been requested from the hcp, but was not available as of the date of this report.